Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During a patient procedure, a manually activated stand system movement suddenly stopped and the c-arm dropped by 3.3 cm. The user received an error message "stand/ table error- use emergency stop to reset." The user continued the procedure on the imperfect system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation confirmed that the error described in the complaint was the result of a software behavior. During manual lao/rao rotation at maximum speed or a combination of lao/rao and cran/caud rotation at maximum speed, the possibility exists for the safety monitoring within the system control to become activated. As a result, the c-arm of the artis pheno stops the rotation and can drop up to 40 mm (1.6"). If this problem occurs during an ongoing procedure, the system performs a safety stop. After the safety stop, the system can then be operated normally again. Under certain circumstances, the cover of the detector or collimator can touch and possibly injure the patient due to the c-arm drop. This could lead to a situation in which it is necessary to stop the clinical treatment or continue the treatment on an alternative system. Siemens has corrected the error by inspecting all affected artis pheno systems. As an immediate measure to prevent movement stops during a c-arm rotation followed by a c-arm drop, the maximum rotation speeds will be reduced. This correction limits the maximum manual lao/rao rotation from 25°/sec to 20°/sec and cran/caud rotation from 20°/sec to 10°/sec. This action has been reported to the FDA under 21 cfr 806.10: report # (B)(4).